Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 and 4.2 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 and 4.2 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controller card for the affected drawers had failed. A field service engineer verified that both drawers in the main half-height section (4.1 and 4.2) had all cubies not detected on the bus, and the controller card showed no lights. The engineer replaced the failed controller card and reconfigured the storage space. Function checks were performed, and the hardware test application test passed successfully. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.